Event description:
It was reported one day after implant that the patient received an alert indicating that high, out of range pacing lead impedance was observed for all three leads. The impedances were in normal range when measured manually in clinic. The measurement was possibly due to the 23 hour pli clock timing out and taking a measurement when the device was programmed and the leads were not connected yet.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).